Event description:
A report was received that the patient that the patients stimulation was inadequate and uncomfortable. X-ray results showed patients lead had migrated. The patient underwent a revision wherein the lead was explanted. The patient was doing well postoperatively.